Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp was inserted percutaneously via left femoral artery access in a 65-year-old male patient for acute myocardial infarction and cardiogenic shock scai stage e. The patient¿s comorbidities were coronary artery disease and cardiac arrest requiring CPR. The patient was brought to the cardiac catheterization laboratory for emergent placement of an impella cp for hemodynamic support following percutaneous coronary intervention to the left anterior descending artery. During initial device preparation, while attempting to complete the priming process on the automated impella controller (console serial number (B)(6)), the console generated an alarm indicating ¿purge disc not detected.¿ troubleshooting was performed per standard clinical practice, including power cycling the console and replacing the purge cassette; however, the alarm persisted and priming could not be completed on the initial console. The initial console was then exchanged for a second automated impella controller (console serial number (B)(6)) and used with the same impella cp pump. The device successfully completed priming on the second console, and the impella cp was successfully inserted. Procedure and patient outcome was reported as unknown. The patient remained on support following the procedure and was transferred to the ICU. Concomitant therapies while on impella cp support included inotropes/vasopressors, va peripheral ECMO, and respiratory support. The next day, the impella cp was successfully explanted and bridged/escalated to a right axillary placed impella 5.5. The patient survived to impella cp device explant. At the time of complaint intake, the patient remains on impella 5.5 support, with survival outcome at explant listed as to be determined. Based on available information, the exchange of automated impella controller appeared to have occurred before clinical use/exposure and was corrected without any clinically significant delay to the procedure.

Manufacturer narrative:
D1 (brand name) has been updated. D3 (manufacturer fax) has been omitted from the initial mw. D6a (implantation) and d6b (explantation) has been added. D9 (date device returned to manufacturer) has been added. G1 (manufacturer contact fax number) has been omitted from the initial mw. H3 (device evaluated by manufacturer?) Has been updated - since the pi has been completed with physical product returned. The purge disc flag on ic12080 was observed to be broken and was the root cause of the reported inability to detect the purge disc.